Event description:
The target lesion was postero-lateral branch. The lesion was a de novo, moderately calcified and highly tortuous. Radial approach was chosen for the procedure. Pre-dilation with a bc (lacrosse, 2.0mm) was conducted and then ivus was delivered to the lesion, but it would not cross over proximal left circumflex. Then cypher (2.5/18mm: complaint product) was delivered to the target lesion, but it became stuck at proximal left circumflex branch. Therefore, the physician soon retrieved the cypher, but the stent became caught with the distal tip of the gc (launcher 5f al1) while the cypher was pulled back into the gc. The physician tried to pull the stent back into the gc several times, but eventually stent flare was observed on the proximal edge of the stent under cag, and the physician decided to retrieve the cypher and the gc as a single unit. However, the stent also became caught with the distal tip of the sheath and shifted a little distally on the sds. In order to avoid the stent dislodgement, surgical operation was chosen for the removal. The cypher was pulled to the brachial region and an incision about 10cm long between the cubitus and the brachial region was made. The sds was purposely cut into two pieces at the distal shaft and then the distal piece of the shaft and the stent were removed from the incision. Afterward, the left of the sds, the gc, and the sheath were retrieved from the radial artery. The patient is making satisfactory progress. Second pci treatment was scheduled. The sds was discarded at the hospital, but the stent will be returned for analysis. One end of the stent was squashed, because the stent was grasped with forceps on the removal. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.